Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems india (omsi), it was found that only a color bar appeared on the monitor and the subject device could not be turned on. Omsi checked the subject device and found that the reported phenomena were caused by the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the reported phenomena were attributed to the corroded and the failure of the printed-circuit board due to using in a humid environment for a long time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the image from the all output port (like sdi, dvi or composite) of the subject device was not displayed and all indicators on the front panel of the subject device could not be turned off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.